Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Although, it can be presumed, that it was caused by the defective transformer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During troubleshooting with tac (technical assistance center), the customer was instructed to disconnect the footswitch and he confirmed he had already disconnected the footswitch but the e433 error still occurred. Tac informed daniel that the esg-400 will need to come in to the national service center for evaluation and repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the described issue could not be reproduced with or without a connected foot switch. Additionally, a test report was not provided. The likely cause of the reported event is due to generator board, the high voltage power supply (hvps) board, the motherboard. As the device was not returned, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The investigation is still in process. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that during use, the high frequency unit "esg-400" displayed a footswitch error, code e433. The intended procedure was an unspecified therapeutic procedure. There were no reports of patient harm.